Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 mm micl12.6 implantable collamer lens, -10.5 diopter, in the patients right eye (od) on (B)(6) 2017. The lens will be explanted for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The reporter indicated the lens was implanted in the patient's right eye (od). The lens was explanted on (B)(6) 2017 due to excessive vaulting, narrowing of the angle and shallowing of the anterior chamber depth. The lens was explanted to prevent angle closure (borderline occludable). The reporter indicated the cause of the event was due to mismatch sulcus-sulcus and white-to-white measurements. Another lens will be implanted at a later date. (B)(4).